Event description:
The customer reported instrument down motion problem with c-arm. No tp injury was reported.

Manufacturer narrative:
The svc rep replaced the ps3 power supply. C-arm motion restored. Sys operating as intended.